Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The sensor was activated with a retained reader and a linearity test was performed. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. The reader was not returned, however extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required.

Event description:
Customer's husband reported the customer was in hospital due to other illness, and required transfer to ICU with low blood glucose due to the low glucose alarm not being triggered while wearing the freestyle libre 2 sensor. No further details were provided at the time of the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported the customer was in hospital due to other illness, and required transfer to ICU with low blood glucose due to the low glucose alarm not being triggered while wearing the freestyle libre 2 sensor. No further details were provided at the time of the call. There was no report of death or permanent injury associated with this event.